Event description:
The outpatient department encountered a problem with the filtration system on an endoscope washer. Due to a physician concern of potential contamination of the water filtration system cultures were done 2/1, 2/3 and 2/6 1995 - pre and post filter, hot and cold water, routine culture and afb. No growth was found in the cold water pre or post filter. The hot pre filter showed no growth but the post-filter resulted in colonization of pseudomonas. Co was contacted and follow-up recommendations were noted.